Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, fungal contamination was observed in an unspecified number of bottles. There were no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, fungal contamination was observed in an unspecified number of bottles. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - mgit 960 supplement kit batch 4262238 is composed of mgit panta batch 4229897 and mgit 960 growth supplement batch 4200773. The batch history record review for mgit 960 supplement kit batch 4262338 was satisfactory. No quality notifications were generated during manufacturing and one other complaint has been taken on this kit batch 4262238. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 4262238 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. Retention samples were not inspected for kit batch 4262238. There were four (4) photos received to assist with the investigation. The photos provide batch verification for kit batch 4262238 with expiration 2026-01-28. The photos also show contamination growing under the product contact portion of a vial stopper. This complaint can be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.